Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. The pcu event log showed the source pump module was programmed to infuse diltialzem 100 mg/100 ml (drugid 272) at a rate of 5 ml/hr with a vtbi of 125 ml at 2:29 pm on (B)(6) 2017. The rate was changed to 10 ml/hr at 2:30 pm and ran at that rate until 3:04 pm, when the rate was changed back to 5 ml/hr. At 3:25 pm, the device alarmed for flo stop open for 37 seconds and then the door was closed and the infusion restarted. At 3:36 pm, the device alarmed for patient side occlusion and then check IV set. At 3:37 pm, then the device was a powered off. The recorded volume infused was 7.056 ml. The starting/ending volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for investigation. It cannot be determined if the primary sets roller clamp was closed during the time when the flo stop open occurred for 37 seconds, however if the clamp was not closed a significant amount of fluid would have flowed through the set at this time. The root cause of the infusion completing sooner than expected was not identified. (B)(4).

Event description:
The customer reported that the infusion ran shorter than expected. The pharmacy delivered a cardizem drip to a patient with the initial rate started at 10 mg/hr and then adjusted to 5 mg/hr. Approximately 1 hr later the cardizem bag was empty when the infusion should have lasted 10 hours or more. The nurse confirmed there were no leaks and that the infusion line was patent. The doctor from cardiology was made aware and came to the bedside. There was no patient harm.